Manufacturer narrative:
(B)(4). A partial lead with 46.4 cm of the distal part was returned. Externalized conductors due to internal insulation abrasion were found at 19.5 cm to 25.5 cm from lead tip. The silicone insulation was abraded and the sensing conductor was visible. The etfe coating was intact at the same location.

Event description:
It was reported that during lead replacement, externalized conductors were observed. The lead had normal electrical parameters. Patient condition after replacement procedure was fine.